Event description:
It was reported that a patient experienced an unspecified staph infection manifested by abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics and was reported to have recovered from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.